Manufacturer narrative:
(B)(4). Insulin pump received with normal operating currents and passed the self-test. Insulin pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime, compromised force sensor test due to motor error alarms.

Event description:
It was reported that the insulin pump had low battery for less than 1 week. The customer's blood glucose level was 120 mg/dl. The insulin pump was returned for analysis.